Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during the procedure. Symptoms/ae: intervention to remove stent. It was reported that during an interventional procedure in the calcified, popliteal artery, using an antegrade approach, the absolute pro stent delivery system (sds) handle was unlocked for deployment; however, the stent did not deploy. As the sds and introducer were being removed, at the access site, it was noticed that the stent was prematurely, partially deployed. The delivery catheter was intentionally cut to facilitate removal and the entire sds and stent were removed from the anatomy. Once removed, it was noted that the proximal part of the sds retractable sheath was split, believed to have been due to interaction with calcification during advancement or positioning. There was no adverse pt effect. Though requested no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device has been received; however, the investigation is not yet complete.